Manufacturer narrative:
The device has been received and the evaluation started, but not yet completed. A follow up will be provided.

Event description:
The reporter identified that the device while on patient reported hr (heart rate) about 200, device came up with lead fault on lead ii. Could not get a reading on a patient. Patient delivered safely to hospital. Back at base, users tried new cable on themselves but still go a lead fault error and no reading.